Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "clinical, radiological and survivorship results after ten years comparing navigated and conventional total knee arthroplasty: a matched-pair analysis¿ literature article "clinical, radiological and survivorship results after ten years comparing navigated and conventional total knee arthroplasty: a matched-pair analysis" by clemens baier published by international orthopaedics was reviewed. The article purpose: to compare the long-term outcome between navigated and conventional total knee arthroplasty. The article reports: 350 patients treated with navigated (n = 157) or conventional (n = 188) tka for osteoarthritis over a period of 11 years were retroactively reviewed. A total of 12 knees (6.4%) in the conventional group and three (1.9%) in the navigated group underwent revision surgery. Using any revision as an end point, the ten year survivorship was 98.1% in the navigated and 92.5% in the conventional group. Cement was used, but no manufacturer was disclosed. No patella resurfacing was conducted on any patient. Depuy products involved: pfc sigma fb. Complications: aseptic loosening (5), infection (2), joint instability (3), pain (2), surgical intervention (15).